Event description:
It was reported that a pump motor stall occurred following an MRI and was confirmed by telemetry. The motor stall occurred at 11:45 and at the time of the report had been stalled for a little over 2 hours with no motor stall recovery noted. No patient symptoms were reported. The device system delivered dilaudid and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2009: product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).